Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the patient faced an occlusion. No further information available.